Manufacturer narrative:
This report is for an unknown nails: tfna/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019 the patient underwent a revision surgery due to trochanteric femoral nailing system advanced (tfna) short nail failure. The patient was implanted with the tfna on an unknown date. The patient had the cut-out of the nail and lag screw for more than five (5) or six (6) months. The tfna implants were removed with no failures or breakage and replaced with a total hip. The procedure and patient outcome are unknown. Concomitant device: unknown screws (part# unknown, lot# unknown, quantity# unknown). This report is for one (1) unk - nails: tfna. This is report 2 of 2 for (B)(4).